Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/29/2010 and 08/03/2010 by phone, fax, and mail. Medical records were receives on 08/03/2010. A completed questionnaire was received on 08/05/2010. (B)(4).

Event description:
Adverse event(s): "blurry vision" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer's husband reported that his wife is experiencing blurry vision following bilateral intraocular lens (iol) implant surgeries. Medical records were received and indicated that at five weeks postoperatively, she reported, her vision is "still very blurry at distance, can't focus at distance and near" and that every time she blinks it "changes her vision". In a f/u, the surgeon reported that in his opinion, the device did not cause or contribute to the event. He also reported numerous ocular and non-ocular medical histories for this pt. The pt's issue resolved with prescription glasses. There are two medical device reports associated with this event. This report is for the right eye.